Manufacturer narrative:
Product analysis #704124304:analysis information -- 07/23/2021 10 product ID# 97715. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing; however foreign material was observed in the implantable neurostimulator (ins) connector port. 20 product ID 977a260 serial# (B)(6): the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the 4th conductor was broken at approximately 3.1 cm from the distal end of the lead. 30 product ID 977a260 serial# (B)(6): the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the conductor(s) were broken in the body of the lead; consistent with explant damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020,product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 10-sep-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 19-nov-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-12-14, information was received from a patient representative and the patient regarding an implantable neurostimulator (ins). The reason for call was the pt has been in pain, can't turn his back, can't wipe himself, and he can't stand on his feet since implant. Pt states his oral medicine was cut in half and he is worse off now than he was prior to implant. Pt requested physician listings be mailed to him. The patient was redirected to their healthcare provider to further address the issue and pss sent physician listings. Pt states that dr. (B)(6) who put the ins in refuses to remove the ins. On 2021-jan-15, additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep) reporting that the patients device was electively explanted after the patient decided that therapy was not successful. The were no factors that the rep was aware of that contributed to the issue. During the routine, planned explant, the doctor removed the leads and noticed fraying. This was after they had been pulling on them to get them out. They noticed that the leads were not fully intact. It was reported that the patient was good and that they were not the reason for this report. The doctor requested analysis of the device and leads and would like to know if the ins was operational or not, and whether or not they could tell them how much/what portion of the lead(s) were still abandoned in the patient as the surgeon planned to remove the entire system, but a portion of a lead was unable to be retrieved during the explant and was abandoned in the patient. The explanted ins and lead(s) would be returned for analysis.